Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained due to insufficient cleaning. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): IFU states that detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had an unspecified image problem, and possible infiltration. There was no report of patient harm. The device was returned, evaluated, and there was a dry, whitish foreign material in the air/water tube, and the air/water cylinder. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was confirmed. It was found that the objective lens had a crack, and it caused a partially dark area on the image. In addition to the foreign material found in the air/water tube and the air/water cylinder, other evaluation findings are as follows: the air/water cylinder and the suction cylinder were discolored; there were scratches on the scope cover; the bending angle in the up direction and the play of the upward/downward knob were not within the standard value due to wear of the angle wire; and the light guide lens was cracked. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.